Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 30-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (6 mg/ml at 0.2883 mg/day) and bupivacaine (13.5 mg/ml at 0.649 mg/day) via an implantable infusion pump. It was reported that greater than expected volumes were being noticed at pump refills. The actual volumes were unknown. Upon the physician exploring the pump pocket, it was noted the proximal catheter was cut. A new catheter was implanted. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) added to reflect the event. If information is provided in the future, a supplemental report will be issued.